Event description:
It was reported that the patient stated she resumed use of the spinal pak device in one hour intervals since friday. After four hours of use on monday she developed a rash while using the soft-touch electrodes, 63b the only option was for the patient to use the stimulator in 3 hour intervals as many times as she can during the day. The patient told by zimmer biomet to use the spinal pak device in 3 hour intervals, change and rotate the electrodes.. The patient stated she waited 2 weeks before she started doing the time test. It seems like she is being compliant with the instructions. The patient¿s dermatologist prescribed a topical cream treatment. The patient stated that she would wait until the irritation dissipates. Afterwards, she will use the spinal pak device in 2-3 hours interval to avoid any irritation. The patient did advise us that she has sensitive skin. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: b4: date of this report added. D3: manufacturer updated. G1: contact office updated. G3: date received by manufacturer added. G6: type of report updated. H2: follow up type updated. H3: device evaluated by manufacturer updated to yes. H4: device manufacturer date added. H6: component codes added 451-electrodes. H6: impact code added to 4648 - insufficient information. H6: clinical code added to 4545 - skin inflammation/ irritation. H6: clinical code added to 2033 - rash. H6: device code updated to 2682 - patient-device incompatibility. H6: investigation code added to 3331 - analysis of production records. H6: investigation code added to 4119 ¿ insufficient information available. H6: investigation findings code added to 3221- no findings available. H6: investigation conclusions code added to 4315 - cause not established. H10: additional narratives/data. The following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown therapy date: unknown the product is expected to be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient stated she resumed use of the spinal pak device in one hour intervals since friday. After four hours of use on monday she developed a rash while using the soft-touch electrodes, 63b the only option was for the patient to use the stimulator in 3 hour intervals as many times as she can during the day. The patient told by zimmer biomet to use the spinal pak device in 3 hour intervals, change and rotate the electrodes.. The patient stated she waited 2 weeks before she started doing the time test. It seems like she is being compliant with the instructions. The patients dermatologist prescribed a topical cream treatment. The patient stated that she would wait until the irritation dissipates. Afterwards, she will use the spina pak device in 2-3 hours interval to avoid any irritation. The patient did advise us that she has sensitive skin. It was reported that no further information is available.